Manufacturer narrative:
(B)(4).

Event description:
A talent occluder and endurant ii stent graft system was implanted in a patient for the endovascular treatment of an emergency case for an abdominal aortic aneurysm. It was reported that expired devices were implanted in the patient. No clinical sequelae were reported and the patient is fine.